Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead product ID 37746, serial # (B)(4), product type programmer, patient.

Event description:
It was reported that a power on reset (por) occurred when the patient was charging. Therapy stopped due to this. The por was stated to not be related to an overdischarge. The patient had recently been exposed to electromagnetic interference (emi) and the patient's healthcare provider (hcp) stated it may not be operational due to the surgery the patient had on (B)(6) 2015. The por was reported to be an informational por and was seen 2 days prior to this report. The caller was aided in clearing the por. Therapy was turned back on and was noted to be adequate. It was noted that the device was implanted for nerve pain in the foot and it worked well. It also worked for back pain but not very much; it worked some. It was also mentioned that the device worked for 2 weeks after the surgery. Follow-up was not required.